Event description:
It was reported patient expired. A peripheral arterial occlusion procedure was performed using two ekosonic 135cm 50cm tz catheters and the patient expired. Additional information has been requested but is unavailable at the time of this report.

Manufacturer narrative:
Event describe event or problem - updated.

Event description:
It was reported patient expired. A peripheral arterial occlusion procedure was performed using two ekosonic 135cm 50cm tz catheters and the patient expired. Additional information has been requested but is unavailable at the time of this report. It was further reported the patient presented with thrombus in the aorta extending down both iliac into the superficial femoral arteries (sfa). The initial intervention was done to remove the thrombus from the aorta and both iliac vessels with non bsc devices. The patient came back for follow-up intervention and two ekos catheters were then placed arterial bilateral, therapy was started and ran for less than 4 hours patient went into cardiac arrest, believed to be related to thrombus throughout the patient's body, and died. The physician stated ekos was not related to the patient's death. The patient had a massive amount of thrombus throughout his body.